Manufacturer narrative:
Method: the device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned with the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview power supply kept blinking on and off during the procedure. A new unit was used to complete the procedure. There were no patient effects. The product is out of warranty. The product is returning.